Event description:
Boston scientific received information that the boston scientific field representative was requested to evaluate this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as the patient had presented to the emergency room and had heart rates in the 30's. Initially, it was thought that there was loss of capture, but when the lower rate of the pacer was decreased to 50 ppm it was determined that there was intermittent crosstalk which resulted in pacing inhibition, but no asystole of greater than two seconds. The patient was symptomatic with this, however, no syncopal episodes were reported. The boston scientific field representative discussed the issue with boston scientific technical services (ts) and the atrial sensitivity and outputs were decreased with apparent resolution of the crosstalk. The information was going to be reviewed with the physician and it was anticipated that defibrillation threshold (dft) testing would be done to ensure sensing of ventricular fibrillation (vf) at the sensitivity setting. Additional information was received that dft testing was not done due to the patient's condition, and no further adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.